Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer received low readings on the adc blood glucose meter compared to readings obtained on a competitor meter. On (B)(6) 2018, customer obtained an unspecified reading on the neighbor's meter which was higher than that obtained on the adc meter. Customer was sleepy and "felt strange" and self-presented to a health institution where an unspecified high glucose reading was obtained and diagnosed with hyperglycemia. Customer was treated with an unspecified injection and was hospitalized for 4 days. Customer could not recall any other services or treatment provided at the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No product was returned for this complaint and a valid lot number was not provided for the precision strips.   Dhrs (device history review) for all precision strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dhrs (device history review) for all optium xceed meter within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for the optium xceed meter showed no trends were identified that would indicate any product related issues and there were no confirmed complaints. A tripped trend review was performed for the precision strips showed no trends were identified that would indicate any product related issues and there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported customer received low readings on the adc blood glucose meter compared to readings obtained on a competitor meter. On (B)(6) 2018, customer obtained an unspecified reading on the neighbor's meter which was higher than that obtained on the adc meter. Customer was sleepy and "felt strange" and self-presented to a health institution where an unspecified high glucose reading was obtained and diagnosed with hyperglycemia. Customer was treated with an unspecified injection and was hospitalized for 4 days. Customer could not recall any other services or treatment provided at the hospital. There was no report of death or permanent impairment associated with this event.